Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, after staple load deployment on targeted tissue and occurred outside the body when attempting to reload the handle, the surgeon fired the reload satisfactorily and upon retracting back the black return knobs on top of the stapler, the device would not open the reload jaw and pulled back all the way to allow for additional reloading. It was noted that the jaws of the device was locked on tissue. The instrument was pulled back through the trocar as the jaw was closed (stuck). Another stapler handle was then used to facilitate additional stapler reload firing(s) needed to complete the procedure. There was no patient injury.